Event description:
It was reported a cerebral vascular accident (cva) occurred. The patient had been taking eliquis pre-procedure without interruption. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulmonary vein isolation (pvi) with posterior wall (pw) ablation were being performed under deep sedation. The pw ablation procedure was performed first with the laa closure procedure following. Transesophageal echocardiogram (tee) was utilized for imaging, and pre-procedure tee ruled out any pre-existing thrombus. The transeptal puncture was performed with versacross connect. A farawave and faradrive system was used for the ablation portion of the procedure. A 24mm watchman flx pro closure device was implanted. Heparin was administered for anticoagulation and the activated clotting time (act) result was consistently greater than 350. There was no thrombus or air noted during the procedure. The concomitant procedure was concluded. Once in the post procedure area, the patient experienced slurred speech as well as weak right sided extremities which persisted for three (3) hours. A cva of thrombotic origin was confirmed via computed tomography (CT) scan and magnetic resonance imaging (MRI). MRI of the brain was officially read as a small subtle area of mildly restricted diffusion in the upper left precentral gyrus consistent with an acute to subacute ischemic infarct. The patient was monitored overnight and then discharged the next day without requiring intervention for the cva. Discharge medications included eliquis and aspirin. The physicians believes the faradrive valve might have caused the event, and/or microbubbles introduced from that device.

Manufacturer narrative:
H6: impact code added: hospitalization or prolonged hospitalization.

Event description:
It was reported a cerebral vascular accident (cva) occurred. The patient had been taking eliquis pre-procedure without interruption. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulmonary vein isolation (pvi) with posterior wall (pw) ablation were being performed under deep sedation. The pw ablation procedure was performed first with the laa closure procedure following. Transesophageal echocardiogram (tee) was utilized for imaging, and pre-procedure tee ruled out any pre-existing thrombus. The transeptal puncture was performed with versacross connect. A farawave and faradrive system was used for the ablation portion of the procedure. A 24mm watchman flx pro closure device was implanted. Heparin was administered for anticoagulation and the activated clotting time (act) result was consistently greater than 350. There was no thrombus or air noted during the procedure. The concomitant procedure was concluded. Once in the post procedure area, the patient experienced slurred speech as well as weak right sided extremities which persisted for three (3) hours. A cva of thrombotic origin was confirmed via computed tomography (CT) scan and magnetic resonance imaging (MRI). MRI of the brain was officially read as a small subtle area of mildly restricted diffusion in the upper left precentral gyrus consistent with an acute to subacute ischemic infarct. The patient was monitored overnight and then discharged the next day without requiring intervention for the cva. Discharge medications included eliquis and aspirin. The physicians believes the faradrive valve might have caused the event, and/or microbubbles introduced from that device.